Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. No critical pump error 35 noted in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 08/02/2025 21:52:00 after more than 7 days at 26.66 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/07/2025 04:05:00 after more than 7 days at 28.13 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 (line number 691 file number 39) fatal alarm confirmed in the history files on 08/03/2025 07:32:40.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to electronic assembly or motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broke battery tube threads, cracked case (battery tube) and pillowing keypad overlay. Confirmed critical pump error after battery installation and confirmed pump error 55 in the pump history download, problem isolated to the electronic assembly. Critical pump error 35 not confirmed. Battery lasts less than expected not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage located at the battery compartment confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. No critical pump error 35 noted in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 08/02/2025 21:52:00 after more than 7 days at 26.66 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/07/2025 04:05:00 after more than 7 days at 28.13 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 (line number 691 file number 39) fatal alarm confirmed in the history files on 08/03/2025 07:32:40.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to electronic assembly or motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broke battery tube threads, cracked case (battery tube) and pillowing keypad overlay. Confirmed critical pump error after battery installation and confirmed pump error 55 in the pump history download, problem isolated to the electronic assembly. Critical pump error 35 not confirmed. Battery lasts less than expected not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage located at the battery compartment confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), and the location of the damage was at the case of the battery tube side. The customer got a low battery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the critical pump error, which explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.